Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as digging in skin. There was no alleged device malfunction contributing to the irritation. The patient is in nursing facility, but there is no indication of medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.